Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. While flushing the vizigo sheath, it was noticed that the hemostatic valve became "dislodged' and the valve appears to be jammed inside the sheath. The valve became dislodged and moved inwards, distally. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient. The vizigo sheath was replaced, and the issue resolved, and the procedure continued. With the information available, this event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/3/2021. The device evaluation was completed on 5/23/2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. While flushing the vizigo sheath, it was noticed that the hemostatic valve became "dislodged' and the valve appears to be jammed inside the sheath. The valve became dislodged and moved inwards, distally. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient. The vizigo sheath was replaced, and the issue resolved, and the procedure continued. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device 00001567 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address this issue it should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).